Manufacturer narrative:
Update to d10, g4, h2, and h10 to reflect device return and pre-decontamination findings. Per pre-decontamination findings, the liner was torn the entire of length of the sheath. The stranded piece was due to the liner torn form both sides of seam, 2.5¿ in length starting at the strain relief. There was a liner strand starting from approx. 2.5" in length at the strain relief, roughly about 2 inches in length. The stranded material does not appear to be missing and still remains intact at both ends. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation ongoing.

Event description:
Post deployment of the sapien 3 valve, there was added resistance when removing the delivery system out of the esheath. The delivery system was able to be removed through the sheath without surgical intervention. When the 16fr was removed, the liner was pulled out, and the radiopaque marker was not at the tip. There was no injury to the patient. The physician indicated that he believed all of the fluid was removed from the balloon before withdrawal. There was no insertion difficulty, getting the delivery system and valve through the esheath.

Manufacturer narrative:
Update to b.5, f10, g4, h2, h6, h10.  Per additional review, the marker band was returned loosely hanging on.  Additional information indicated it was possible that tools were used to cut the sheath/liner. The surgeon wanted to make sure everything came out of the body. The delivery system was removed through the sheath with resistance. No cutdown was required. The 3mensio imagery was provided showing the patient¿s access vessel size with calcification and tortuosity present. The sheath was returned to edwards lifesciences after being used in the procedure. The liner was delaminated and the c-marker band loosely intact. The returned device was fully inspected. Liner delamination was confirmed 3" from distal tip. The marker band was present, loosely attached to liner. The liner was cut twice 1" in length near the delamination. The liner strand started from approx. 2.5" in length at the strain relief, and was roughly about 2 inches in length. There was minor soft tip damage. There was a slight kink on sheath shaft 2.5" from strain relief. The sheath liner thickness was measured along the length of the tear. Thicknesses deviating from the specification could contribute to liner tear and/or be indicative of a manufacturing non-conformance. Liner measurements obtained are from single wall. The liner thickness was found to be within specification at all measured locations. Due to the nature of the complaints, no functional testing was able to be performed. Device history record (DHR) review was performed for work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history for the related lot revealed no other related complaints. A review of the complaint history from march 2019 to february 2020 revealed another returned related complaint for the edwards esheath (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Regarding the liner delamination and sheath shaft liner strand codes, the complaints were confirmed, but no manufacturing nonconformities were found in the returned sample. Available information suggests that patient and/or procedural factors as a result. A review of complaint history revealed that the monthly occurrence rate did not exceed the february 2020 control limit for the related trend category regarding the liner torn code, the complaints were confirmed. Available information suggests that patient and/or procedural factors may have contributed to the reported events. No manufacturing nonconformities were identified in the returned devices. A review of complaint history revealed that the monthly occurrence rate did not exceed the february 2020 control limit for the trend category ¿damaged¿. Regarding the separated marker code, the complaints were confirmed but no manufacturing non-conformities were identified in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Q product risk assessment (pra) was previously initiated for risk assessment and corrective/preventative actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned samples and occurrence rates did not exceed their respective limits, no further corrective or preventative action was required. Trending for this issue will continue to be monitored. During manufacturing the sheath undergoes multiple 100% inspections. Furthermore, after sterilization, sample devices from each lot tested and inspected during product verification (pv) testing. The verification included expander insertion force testing, as well as seam inspection pre- and post-expansion testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint the IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows:  completely unflex the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal.  Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. Imagery provided shows the patient vessel condition as being calcified and tortuous. Tortuosity can create sub-optimal angles that can cause non-coaxial withdrawal of the delivery system. Device coaxiality can be also affected by calcification which was present in the abdominal aorta where withdrawal of the delivery system into sheath likely took place. Non-coaxial withdrawal can allow for the balloon to catch on the sheath distal tip during withdrawal. It is likely that the excessive force was applied to the system in order to overcome the reported resistance during withdrawal, leading to the sheath liner delamination and marker separation. It is unclear when the liner tear or liner strands occurred, but were possibly damaged from native calcification along with any device manipulation that took place during delivery system withdrawal. Additionally, the complaint description states, ¿it is believed that tools were used to remove the devices¿. It is possible that the liner was cut during withdrawal resulting in the liner tear and strand. A definite root cause is unable to be determined. However, based on available information, it is possible that patient factors (tortuosity/calcification) present in the patient and procedural factors (excessive device manipulation) contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The liner delamination and liner torn complaint was confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned device. It is possible that patient factors (calcification/ tortuosity) and/or procedural factors (device manipulation/withdrawal difficulty) contributed to the reported events. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable trend category. As such, no corrective/preventive action nor pra is required at this time. The liner strand and separated marker complaint was confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned device. It is possible that procedural factors (device manipulation/withdrawal difficulty) contributed to the reported events. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable trend category. As such, no corrective/preventive action nor pra is required at this time.

Event description:
Post deployment of the sapien 3 valve, there was added resistance when removing the delivery system out of the esheath. The delivery system was able to be removed through the sheath without surgical intervention. When the 16fr was removed, the liner was pulled out, and the radiopaque marker was not at the tip. There was no injury to the patient. The physician indicated that he believed all of the fluid was removed from the balloon before withdrawal. There was no insertion difficulty, getting the delivery system and valve through the esheath. Per pre-decontamination findings, the liner was torn the entire of length of the sheath. The stranded piece was due to the liner torn from both sides of seam, 2.5¿ in length starting at the strain relief. There was a liner strand starting from approx. 2.5" in length at the strain relief, roughly about 2 inches in length. The stranded material does not appear to be missing and still remains intact at both ends. Per additional review, the marker band was returned loosely hanging on.